Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed antenna coil and a dented bottom cover. In addition, silicone slices were observed along the lead and near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed and damaged antenna coil wires. System lock was unable to be performed due to the device condition. The device condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed antenna coil and a dented bottom cover. In addition, silicone slices were observed along the lead and near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed and damaged antenna coil wires. System lock was unable to be performed due to the device condition. The device condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: sections b.3 & d.10. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident. The recipient's device was explanted. The device was reimplanted with another advanced bionics cochlear device.